Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was increased high voltage impedance noted on the right ventricular (rv) lead. Lead replaced was recommended; no intervention was performed to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information was received that there were additional episodes of high voltage impedance. The right ventricular (rv) lead was capped and replaced and patient was stable.